Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer was tried to program the insulin pump for the time and date but was not showing his regular screen. The customer stopped the troubleshooting after replacing his infusion set. The insulin pump was not returned for analysis.